Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 417 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer advised they had run out of insulin which resulted in high blood glucose levels.

Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot(p), cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.